Event description:
During an onsite observation by an olympus endoscopy support specialist (ess), it was noted that the user facility did not have access to air/water cleaning adapters and have only been using the procedure button for this step, indicating that the flushing step is not being performed. Reusable olympus air/water cleaning adapters had either been thrown out by mistake or misplaced, and disposable ones were not available with their cleaning kits. There were no reports of patient harm, infections or injuries reported.

Manufacturer narrative:
The olympus ess performed a scope reprocessing in-service and hands on observation with the staff. The ess educated the staff members on the necessity of pre-cleaning and the importances of the adapter. The nurse manager was provided with olympus part numbers. The ess also suggested that they order the adapters from same manufacturer as their current disposable procedure buttons. The customer uses an automated endoscope reprocessor (aer) to reprocess scopes. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reprocessing was not conducted in accordance with instructions for use was use error. Olympus will continue to monitor field performance for this device.